Event description:
Related manufacturer report number: 3006705815-2022-15924. It was reported that patient's lead had migrated. Surgical intervention was undertaken and patient had their system explanted on an unknown date. Note: it is unknown which lead had migrated, so both are being reported.

Manufacturer narrative:
Date of event is estimated. Explant date is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.